Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer's mother called to report that the insulin pump alarmed button error and battery out limit. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.